Event description:
The pt's family member contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke with the family member two days later. The pt uses an insulin pump. A family member is also diabetic. Each family member has their own meter and testing supplies. At the time of concern, the pt obtained a result of 435 mg/dl on the reported meter while not having specific symptoms of high or low blood glucose level. In response to the elevated result, the family member gave pt an insulin bolus of 6 units via their insulin pump. Within 30 minutes, the pt began to have symptoms of hypoglycemia. The family member tested pt using one of the brother's test strips in the reported meter, a result of 50 mg/dl was obtained at approximately 6:00 pm. The family member treated the pt with a glucagon injection and continued to test their blood glucose level frequently using the family members test strips and the pt's meter. Their blood glucose level steadily increased. At 11:30 pm, pt obtained a result of 150 mg/dl on the meter before bedtime. The customer care rep (ccr) discovered that the test strips used for the test result of 435 mg/dl were expired. The ccr was not able to walk the family member through a control solution test. The family member told the mas that the test strip lot number was 1021946 with an expiration date of 09/04. Use of expired test strips can cause inaccurate results. The family member test strips used for subsequent tests were in date. Based on the info provided by the family member the pt was given insulin based on a result obtained with an expired test strip; the result appears to have been inaccurately high. As a result, the pt experienced hypoglycemia. The pt required treatment from their family member with a glucagon injection. Therefore, use error contributed to the pt experiencing injury and requiring medical intervention and the event meets the criteria for a medical device reportable. No products were replaced.